Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); (unknown cause). Evaluation, conclusion: (unknown cause).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately 32 months ago. Vessel morphology was reported as the proximal aortic neck was 30 mm in diameter and 40 mm in length. The distal aorta was 30 mm in diameter. The right iliac artery was 16 mm in diameter and the left iliac artery was 14 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The right and left iliac arteries were moderately tortuous. It was reported that the patient expired. The cause is unknown. An autopsy was not performed and a death report is not available. The investigator did not indicate whether this event was related to the study procedure or the device.